Event description:
Reference number (B)(4). Event occurred in france. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 26-jul-2024, reported that patient suffered from hyperglycemia and lot of pain. Patient was used pen to be for safe side. Patient was hospitalized for ketoacidosis. No further information available.